Event description:
A malfunction on the pump was reported by the customer. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address the high blood glucose, the customer administered a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Customer service provided instructions to reset the pump, which successfully resolved the malfunction, and the customer was advised to continue using the pump while being encouraged to report any recurring malfunctions. The customer understood the guidance and chose not to receive additional assistance with insulin resumption.